Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 06 and cartridge alarm 24 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of these alarms. A separate cartridge alarm occurred during the load sequence. Additionally, multiple temperature alarms occurred while the pump was not exposed to extreme temperatures. Customer reverted to manual injections for insulin therapy. Customer's blood glucose level was 301 mg/dl.